Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported lead exhibited high impedance and unacceptable thresholds. The lead was removed and replaced.